Event description:
CPAP phillips dreamstation recall. Noticed feeling unreal or detached from time to time mentally. Noticed more so when working out at gym, had no covid. Just my observation, mentioned to doctor twice. Had no relevant tests. Ref euxhcp, sn (B)(6). This is the replacement kit upgrade.